Event description:
The anti-rotation screw was found broken.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Provided x-rays confirmed the threaded tip of the ar screw broke off from what appears to be the last thread. The facility reviewed the device history records and found no manufacturing deviations or anomalies. The device history records shows all pieces were released for distribution on feb 22, 2005. A search of the complaint database found no prior reports for this part and lot number combination. Provided info states the pt has brittle bone disease. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change to outcome of the performed investigation, the complaint will be re-opened.